Event description:
The company was recently informed that the patient had a skin flap revision surgery due to device extrusion. The patient's device was repositioned. Advanced bionics is in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.